Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for gastrointestinal pelvic floor. It was reported that ever since the device was implanted the patient had pain at the ins pocket site. It was stated that it had gotten to be unbearable and the patient decided that she wanted to have it removed. The caller also noted that they had everything set up and scheduled to remove it with the managing health care professional (hcp), but the night before the surgery they cancelled and told the patient that the hcp was no longer working. The caller mentioned that they would be looking for a new hcp to remove/explant the device. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.